Event description:
A laparoscopic cholecystectomy was in progress when the surgeon reportedly felt a large amount of heat from the hook electrode shaft. The temperature was sufficient to burn holes in the surgeon's glove. No injury was reported. The user facility returned the product to the MFR for eval.